Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of therapeutic effect and acute pain. Specifically, he only felt stimulation in his legs and no longer in his back since he fell approx (B)(6) ago. He fell onto his right side to the floor approx (B)(6) ago and then had a lot of back pain. X-ray and CT scan were taken and showed nothing. The pt's status was not reported. Add'l info has been requested, but was not available as of the date of this report.